Manufacturer narrative:
Visual inspections were performed on the returned device. The reported difficulty deploying the foot could not be tested due to the guide separation. The reported guide break was confirmed. The reported entrapment could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of tissue damage is listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. The investigation determined the reported difficulties, patient effect and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional proglide devices referenced are filed under separate medwatch report numbers. Medwatch uf/importer report # (B)(4).

Event description:
It was reported this was a arteriotomy closure of the calcified left common femoral artery using the pre-close technique via a 6fr sheath hole prior to an abdominal aortic aneurysm procedure. Reportedly, a suture break occurred with two proglide devices. After advancement of the third proglide device, the foot plate was difficult to open. When the proglide device was removed from the patient anatomy, the device had separated where the black and silver parts meet on the guide. A cut down was required to remove the separated part of the proglide device from the patient anatomy. Tissue damage occurred when removing the device. The artery was sutured to repair the tissue damage and achieve hemostasis. There was no reported adverse patient sequela. There was a reported clinically significant delay in the procedure. Medwatch report #(B)(4) was received stating: "physician had placed a 6f sheath into the artery. He then exchanged for an 8fr sheath. Prior to placing the larger sheath, he preclosed the artery with 2 percloses. The first 2 broke (this stitch can break prior to it being deployed and this is not uncommon). The third perclose the rubber tubing part of the device broke completely off of the metal part of the device became stuck in the patient's left femoral artery. With another physician's assistance, the first physician proceeded to do a full cutdown of the left femoral artery to find and remove the rubber piece that broke off. The defective device will be given to our abbott representative." No additional information was provided.